Manufacturer narrative:
Additional information: b5, b6, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly had been activated twice and no stents were found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection of the insertion tube, singulator, and trocar identified surface features of the trocar indicating a tensile failure. No cracks or other nonconformances were observed on the trocar. Additional inspection found no other non-conformances related to the reported event. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Reportedly, the surgeon noticed the "inner tube was broken" and doesn''t know what contributed to the trocar fragmentation or the irretrievable stent. Postoperative visualization of the stent was described as "the broken tube was collected" with no problems postop, no adverse patient impact or intervention performed, and that the amount of bleeding was "no different than normal". The patient status was described as "no problem" and will continue to be monitored with the event noted as "resolved".

Event description:
It was reported that the trocar broke during attempt to implant the stents from a trabecular microbypass stent system into the patient''s right eye (od). Per report, the trocar fragment was removed intraoperatively from the eye with forceps. Reportedly, one of the stents was aspirated into the port during injection/aspiration and the other stent "fell into the sac" and could not be located. Additional information has been requested.

Manufacturer narrative:
Additional information: the device has been returned to glaukos for evaluation, and the investigation is underway. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).